Event description:
It was reported the left ventricular lead had varying thresholds. The device interrogation noted threshold increase was greater than the programmed safety margin. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.